Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of swelling, lump, hard, tenderness, and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: contra-indications ¿ juvéderm® voluma¿ with lidocaine should not be used simultaneously with laser treatment, deep chemical peels or dermabrasion. For surface peels, it is recommended not to inject the product if the inflammatory reaction generated is significant. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with 1ml of juvéderm® voluma¿ with lidocaine via supraperiosteal injection to the zygoma/cheek. Prior to injection patient was pretreated with chlorhexidine. Two weeks later patient had an ipl procedure done for pigmentation in the same area, which the injecting physician was not aware of. The next day the patient developed ¿marked swelling over the cheeks and eye area.¿ patient had severe swelling for 3 days, then it got better. However, patient had a distinct lump on the right zygomatic around 3x2cm, which was hard but a bit fluctuant. No erythema, but mild tenderness. Injector treated it as a delayed onset nodule and prescribed doxycycline. Symptoms improved and patient was completely fine with no swelling or tenderness at all. Patient stopped the antibiotics and had a viral infection (cold), and has begun to swell again. Patient was prescribed another course of doxycycline. The injector wonders if the ipl could have triggered an inflammation or if this is a late onset infection.

Event description:
Healthcare professional reported the patient has been hyalased twice "to help with the healing" after consultation with a colleague. Patient is still taking antibiotics. Symptoms are resolved.